Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 12.2 mmol/l. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer was then instructed to assemble a new infusion set with current reservoir; insulin would still not exit the tubing. Customer changed the reservoir and was able to prime. The alarm was resolved by changing the reservoir. The product would be replaced and returned for analysis.